Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a signal loss occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient was experiencing signal loss on his cgm device (see related file) and it eventually failed (captured in this complaint). At an unspecified time after the wearable failure, the patient reported being hospitalized with dka. The patient stated his treatment consisted of ¿management for dka¿ but no specific bg meter readings, patient symptoms, medication or treatment details were reported. The patient also did not report how long he was hospitalized prior to being discharged. No other patient or event details were available. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.